Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the insertion flexible tube (ift) the inside of the cable became to "spiral closer" condition, and the cable is lg cable or ift type., bending rubber perforated, ccd module fluid damage, u/d knob cracked, light guide cable buckled, insertion flexible tube (ift) buckled, bending rubber leaky. Based on the result, we concluded that the ccd module fluid damage was caused due to the bending rubber leaky; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).